Event description:
It was reported that the patient has been admitted to the hospital multiple times in 2013 due to aspiration. It was reported that the patient experienced aspiration prior to vns, but that vns may have increased the occurrence of aspiration. It was reported that the patient's aspiration often occurs following tonic-clinic seizures, but that for aspiration that does not occur with seizures the magnet is utilized to disable the device while the patient eats. It was reported that aspiration is due to the patient's disease progression. The patient was hospitalized from (B)(6) 2013 for aspiration pneumonia. Attempts to obtain additional relevant information have been unsuccessful to date.